Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with both the dexcom mobile application and the ilet insulin pump, prompting user education and troubleshooting that included switching to alternate cgm systems and restarting before the g7 ultimately reconnected; during the event, sensor glucose was 356 mg/dl and a confirmatory fingerstick was 367 mg/dl, with subsequent readings trending down. Investigation of this case revealed that the device connectivity issue was resolved after sensor and app reconnection steps and that calibration was not used with the g7. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of automated dosing due to a dosing-stops-soon state and eventual restoration of cgm connectivity. It was concluded that the event involved a resolved cgm pairing failure that led to transient loss of integration with the ilet, with glucose levels improving after reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.